Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/01/2016-product analysis:the device was returned and evaluated by product analysis on 01/19/2016 with the following findings:the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed a rebooting event. No damage or moisture was observed to the battery compartment or battery cap. The pump powered on with the returned battery cap without a power issue. Unrelated to the complaint, the ok keypad button was unresponsive. Moisture was observed on the pump¿s keypad flex cable and connector. A pump case crack was observed. (B)(4)